Event description:
Patient's legal counsel reported patient underwent a right total hip arthroplasty on (B)(6) 2012. Legal counsel further reported patient underwent a revision procedure on (B)(6) 2012 due to patient allegations of pain, discomfort and unspecified mechanical complications. The modular head, acetabular cup and liner were removed and replaced. Review of invoice history notes patient underwent an additional revision procedure on (B)(6) 2013. The modular head, acetabular cup and liner were removed and replaced with a biomet head and a competitor¿s acetabular cup. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-08833).